Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital with light headedness and rapid heartbeats. Upon device interrogation, runs of non-sustained vt were noted. Patient did not receive therapy for vt episodes. Programming changes were made. Patient's condition was stable.